Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The biomedical engineer re-calibrated the gas proportioning system. A ge healthcare service representative performed a checkout of the equipment and confirmed the resolution, and the unit was returned to service.

Event description:
The hospital reported the n2o was not closing with the o2, resulting in a possible hypoxic mix delivery. There was no report of patient involvement.